Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was rising and high thresholds on the right ventricular (rv) lead during the implant procedure. It was also reported that there was difficulty with slitting the catheter. The rv lead was attempted and not used. A new rv lead was implanted instead. No patient complications have been reported as a result of this event.